Event description:
Irrigator was making a weird noise. The flow of saline was not sufficient to irrigate the knee of pt. A new irrigator and bag of saline needed to be hung, causing a delay to surgery.